Manufacturer narrative:
Serious and life threatening adverse events, including gi bleeding, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) states: stated in IFU are major adverse events associated with the surgery including hemorrhage and death. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported bleed; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. In addition the instructions for use (IFU) states: adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as bleeding and death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the vad coordinator was contacted by the patient's wife to state that the patient had been vomiting since 3am. It was stated that the patient denied having a fever, diarrhea or any other symptoms leading up to this event. Patient said he had one formed slightly dark stool initially prior to vomiting. Patient's wife ended up taking him to the emergency room (ER) due to ongoing dark stools and vomiting. It was said that the patient was found to have a hemoglobin of 4 and required massive volume resuscitation. The family elected not to pursue aggressive measures since the patient had chosen to be a dnr status at some point earlier in the year. Patient had struggled with ongoing pneumonia episodes and was on home o2. Patient's goal inr continued to be 2-2.5 with therapeutic coumadin levels. The patient was allowed to expire per his and his families wishes. Patient's date of death was said to be (B)(6) 2015 and it was stated that the official cause of death was "massive gi bleed." No additional information provided. Investigation is ongoing.

Event description:
It was said that the pump will not be returned and no autopsy will be performed on the patient.